Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had poor communication with the ins using the ins recharger and the patient programmer. It was noted that the patient's last successful recharge session was two weeks prior to the report and that the last time they felt stimulation was one week prior to the report. It was noted that the patient's insr antenna was damaged and had a lot of sticky residue from the adhesive discs on it. A new antenna was sent to the patient. Follow-up was conducted.